Event description:
It was reported that the 8800 system would not x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator board was replaced during the service call. The reported issue is currently under investigation. A follow up report will be filed when additional details become available. This MDR is related to ge healthcare complaint number.